Event description:
The user facility reported that water flooded from the drain hose on the system 1 processor into the room where it was located and into the room below. The user facility cleaned up the water and no property damage, injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician went onsite and could not verify the amount of water as it had been cleaned up prior to his arrival. The user facility stated that an operator had moved the system 1 processor away from the wall to access and replace the a&b filters. When the operator moved the processor back, the drain hose was not inserted correctly into the drain stand pipe, subsequently allowing water to leak. The user facility reconnected the drain hose and contacted a steris service technician to come onsite and inspect the unit. The technician ran test cycles which evidenced passing results and returned the unit to service; no further issues have been reported. The technician reviewed with user facility personnel when onsite the proper drain hose connection.